Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during dwell 3. The hp had left a spare line clamp open. The tsr explained the system error 2240 alarm and got the cassette door open so the hp may unload supplies. The tsr referred hp to on call nurse for further instructions. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error - open clamp.